Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received fifteen appropriate treatments and a non-lifevest defibrillation. The device was started up at 17:30:12 on (B)(6) 2025. At 18:51:00, an arrhythmia was detected. ECG shows vf. At 18:51:31, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was svt @ 160 bpm with pauses and nsvt. At 18:52:03, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beats, nsvt and unconducted p waves. At 18:52:37, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was sinus beat transitioning to vf @ 220 bpm. At 18:53:07, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm with motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm. At 18:55:57, an arrhythmia was detected. ECG shows svt @ 150 bpm. At 18:58:04, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was af with rvr @ 220 bpm with nsvt/pvcs. At 18:58:35, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:58:56, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus beats, nsvt, motion artifact and electrode lead falloff. At 18:59:40, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 19:00:11, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity. Motion artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 19:01:07, an arrhythmia was detected. ECG shows vf with motion artifact. At 19:01:38, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 19:02:12, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole for 5 seconds transitioning to sinus bradycardia @ 30 bpm with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 19:02:45, an arrhythmia was detected. ECG shows vf with motion artifact. At 19:03:17, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 15 bpm with pvcs/nsvt CPR/motion artifact. At 19:04:00, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus beats, nsvt and CPR/motion artifact. At 19:04:33, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs/nsvt, hb, motion artifact and electrode lead falloff. At 19:21:23, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 19:21:57, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 19:22:16, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was sinus beats with motion artifact and electrode lead falloff. The electrode belt was disconnected at 20:35:16 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat tv/vf rhythm on the date of event. The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received fifteen appropriate treatments and a non-lifevest defibrillation. The device was started up at 17:30:12 on (B)(6) 2025. At 18:51:00, an arrhythmia was detected. ECG shows vf. At 18:51:31, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was svt @ 160 bpm with pauses and nsvt. At 18:52:03, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beats, nsvt and unconducted p waves. At 18:52:37, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was sinus beat transitioning to vf @ 220 bpm. At 18:53:07, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm with motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm. At 18:55:57, an arrhythmia was detected. ECG shows svt @ 150 bpm. At 18:58:04, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was af with rvr @ 220 bpm with nsvt/pvcs. At 18:58:35, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 18:58:56, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus beats, nsvt, motion artifact and electrode lead falloff. At 18:59:40, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 19:00:11, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity. Motion artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 19:01:07, an arrhythmia was detected. ECG shows vf with motion artifact. At 19:01:38, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 19:02:12, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole for 5 seconds transitioning to sinus bradycardia @ 30 bpm with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 19:02:45, an arrhythmia was detected. ECG shows vf with motion artifact. At 19:03:17, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 15 bpm with pvcs/nsvt CPR/motion artifact. At 19:04:00, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus beats, nsvt and CPR/motion artifact. At 19:04:33, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs/nsvt, hb, motion artifact and electrode lead falloff. At 19:21:23, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 19:21:57, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf with motion artifact. At 19:22:16, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was sinus beats with motion artifact and electrode lead falloff. The electrode belt was disconnected at 20:35:16 on (B)(6) 2025.